Manufacturer narrative:
Batch review performed on 23-oct-2024. Lot 135714: (B)(4) items manufactured and released on 05-feb-2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional device involved, batch review performed on 23-oct-2024. Liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 () lot 135630: (B)(4) items manufactured and released on 23-jan-2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 10 years and 1 month after primary, the patient came in for a post-op appointment and the head and liner seemed to be worn. The causes were unknown. The surgeon revised the head and liner and the surgery was completed successfully.